Manufacturer narrative:
(B)(4) updated: b4, b5, d2, d4 (UDI), d9, g3, h1, h2, h3, h4, h6, h11 reported event was unable to be confirmed due visual examination of the returned product/provided pictures identified the device returned shows signs of previous use with several nicks and gouges on the strike plate of the device as well as some damage to both of the prongs on the distal end of the inserter. The black poly end cap was not returned with the device. There is also little to no epoxy residue on the threads of the inserter. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere inserter has a fractured impactor tip. There was no reported patient injury as a result of the reported malfunction. No further information is known.